Event description:
It was reported that there was a cerebral vascular accident. On (B)(6) 2018, a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was successful and the closure device was implanted in the laa of the patient. There were no complications that were reported. On (B)(6) 2020, the patient was admitted to the hospital with a cerebral vascular accident. The patient had a MRI performed.